Manufacturer narrative:
The IFU lists pericardial effusion and esophageal fistula as a potential adverse event for the device. Initial review of event determined reporting not necessary. MDR subsequently generated after further review and comparison with other cases with a similar outcome.

Event description:
Patient presented 1 week after left sided procedure with difficulty swallowing and chest pains. No treatment performed and another week later represented, with same symptoms and diagnosis of a small effusion. Effusion was treated with a pericardiocentesis. While in recovery patient had a stroke, and subsequent imaging revealed an esophageal fistula. Patient died shortly after stroke. Hansen catheter was delivery catheter for celsius irrigated ablation catheter. Catheters were not returned for investigation. Index procedure was unremarkable, but included posterior wall burns at 40w. Patient was also reported to suffer from crohn's disease. There were no malfunctions or issues noted during the index ablation procedure and the dr. Did not attribute causality to the celsius ablation catheter nor hansen device.